Event description:
The patient reported being treated with cosmoplast approximately two weeks prior to experiencing nightime swelling and their physician prescribed benadryl. Inamed has not been able to confirm with the physician't office.